Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 30. On (B)(6) 2022, the implant was removed upon clinician¿s decision. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.